Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via follow-up with a representative from (B)(6). It was reported that the dye study revealed that the catheter was kinked, which was indicated to be the cause of the reported volume discrepancy. The catheter was replaced on (B)(6) 2019 and it was cut and thrown away by the surgeon so it could not be returned. The issue was resolved and no further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 03-jun-2016, UDI#: (B)(4). It was reported that the patient lives in (B)(6), but the catheter dye study was scheduled to take place in (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign consumer via a manufacturer representative regarding a patient who was receiving an unknown drug via an implantable pump for non-malignant pain. It was reported that the patient had a pump refill the week before the report and the expected amount in the reservoir was 6 ml but 32 ml was aspirated. The patient was scheduled for a catheter dye study on (B)(6) 2019. It was indicated that the patient was asked if they had been scuba diving and they denied this. At the time of the report the issue was not resolved and it was unknown what actions/interventions would be taken to resolve the issue. No symptoms/complications were reported.